Event description:
The customer reported that after changing the time on the device, they are unable to perform an opcheck and there is a red x.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.